Manufacturer narrative:
A correction has been made. Also, please see report number 2032227-2019-134387 for pump return and analysis results.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of going to the emergency room on (B)(6) 2019 with low blood glucose of 54 mg/dl. Customer reported that blood glucose was high at 400 mg/dl and then dropped low. Customer reported that the blood glucose had been going high and low for a month prior to emergency room visit. Customer stated that the retainer ring was broken but the reservoir was able to lock. Insulin pump is not expected to return for failure analysis.